Event description:
It was reported to philips healthcare that the heartstart mrx etco2 flow was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.